Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report that the batteries were draining faster than normal and a power error alarm. The customer's blood glucose level ranged from 7 to 10.8 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self-test. Low battery alarm was noted on long history file. The insulin pump was returned for power error. Testing's confirmed low battery alarmed and then alarm was triggered when backup battery unloaded voltage was less than3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked reservoir tube lip, scratched case, cracked keypad overlay at the center circle button, peeling keypad overlay and minor scratched lcd window.